Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during an acessa procedure on (B)(6) 2024, the physician reported that during a follow up, the patient had what looked like small burns on her legs or inner thigh and the physician believed to be from the grounding pads. Images provided could not confirm the origin of the skin lesions. Physician reported that the patient was healing fine and no additional care was requested. No other information available.